Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated component code grid, method code grid, and conclusion code grid.

Manufacturer narrative:
Updated results code grid